Event description:
It was reported that after initial surgery using xia small connector, during a scheduled follow-up session the surgeon noticed via x-ray that the xia connector broke. Therefore, the surgeon is planning revision surgery.

Manufacturer narrative:
Method: device history review; device inspection; complaint history review; risk assessment. Results: the customer reported xia 4.5 extended connector small breakage was confirmed via a visual evaluation, as the returned device was received, fractured into two pieces. No manufacturing issues were identified during manufacturing record review. Per the event details, the device was implanted for more than 30 months, so it is likely that the connector experienced prolonged physiological loads. Review of the returned x-rays confirm that the patient was fixed at two upper thoracic levels and at 2 lumbar levels, with no additional fixation in between. This existing curve and the placement of the devices allowed for a large bending moment to exist within the non-fixed region, which is likely to have caused a fatigue breakage of connector. Review of a similar complaint that had a material analysis performed reveals that breakage of this connector can occur due to fatigue caused by continuous excessive loading on the implant. These devices cannot be expected to indefinitely withstand the activity level and loads of normal healthy bone. Revision surgery is scheduled. Conclusion: the most likely cause of the reported event is the configuration of the construct creating a large bending moment, which created repeated loads over time on a localized area and lead to the eventual fatigue fracture of the connector. However, the root cause of the reported event cannot be determined and is most likely multifactorial.

Event description:
It was reported that after initial surgery using xia small connector, during a scheduled follow-up session the surgeon noticed via x-ray that the xia connector broke. Therefore, the surgeon is planning revision surgery.